Manufacturer narrative:
On (B)(6) 2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2022, a distributor reported a complaint to infutronix on behalf of an end user: "the cassette was damage .white scratched off pieces at the cassette hooks indicates improper loading on the cassette." "The issue did occur during infusion because the patient experienced a cassette loading error beeping during therapy and brought attention to the issue." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.